Manufacturer narrative:
Concomitant products: product ID 8709, lot # l61551, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
It was reported that a motor stall occurred and was confirmed with the event logs. The patient did not report hearing any audible alarms from the time it stalled, (B)(6) 2013 until the time of report. It was noted the patient had cardiac imaging done around the time the stall had occurred, however, the reporter did not think she had an MRI. The stall as of the report remained unrecovered. The health care provider (hcp) rechecked the logs however a recovery was still not noted. The hcp then checked the reservoir for volume accuracy and found that while the expected volume had been 6.3ml, 13.5ml was removed. The patient had been feeling ¿unwell¿ for the past couple of weeks, coinciding with the time of the motor stall. The hcp planned to program the pump to minimum rate mode in case the stall was to recover. The device system was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.